Manufacturer narrative:
The device is included in the medical device correction, important information on potential MRI effects, physician communication (2008).

Event description:
In 2008: health care provider reports a confirmed motor stall due to MRI or other medical procedure. Patient is experiencing diarrhea and increased pain. Recovery noted in the logs after pump update. No patient outcome was reported. Additional information has been requested, but was not available as of the date of this report.